Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the endoscope reprocessor was not used for 14 days. The customer did not prepare the device for long term storage and the customer was unsure what to do. It was reported that the customer was advised by an olympus representative to call for walk through on a complete oer-pro disinfection procedure. There was no report of patient involvement or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Though, it is possible the user did not read and/or understand storing the equipment for long periods of time due to insufficient reading of instruction for use. Olympus will continue to monitor field performance for this device.